Event description:
It is reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the pre-op and post op x-rays are not available to analyze the fixation. Pt demographics are also unavailable. However, surgical notes (revision) mention that the surgeon found the tibia grossly loose during revision surgery and suspected that the wear in the posterior medial corner of the articular surface was the probable cause for loosening. This could not be confirmed due to unavailability of products, photographs or x-rays. With the available info, pt's component loosening cannot be definitively determined. Eval: it is unk which tibial base plate was used for surgery since there are 2 lot numbers due to the pt having bilateral surgery. However, device history record has been reviewed and both the lots in question were produced, inspected and packaged within established and validated process parameters. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.